Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that at implant when placing the atrial lead in the port the screw would not engage and when the physician attempted to remove the lead it became stuck in the header. The device was not used.